Event description:
Patient presented with mild angulation in the proximal neck just below the renals and a 21mm right iliac artery aneurysm (off-label); in 2006 underwent evar at the facility, had implant of a 28-16-120bl bifurcated device. Although there was some space left between the proximal end of the main body and the renals (length unknown as rep was not here at time of original procedure), a proximal cuff was not placed, and the procedure was completed with good results. Over time, the right iliac aneurysm had grown to over 30mm. In 2009, the patient was treated with three limb extensions and a 28-16-120bl proximal extension was used prophylactically to treat the angle in the neck. The procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - use of device for patient's anatomy is off-label; 21mm iliac cannot be treated with 16mm bifurcated limb.